Manufacturer narrative:
Additional information: d10, h6, h10. One level 1 h-1200 fast flow fluid warmer was returned for analysis. Visual inspection performed, and product found to be in fair condition. Visually inspection was performed. The customer's reported problem as confirmed. According to the investigation, powered on the device and the device displayed disposable alarm. Further investigation removed back cover panel of the device and found that there was a crack in the return tube which had leaked water and damaged multiple components. This confirmed customer reported issue. Service's replaced return tube, and main pcb, installed tempcheck test fixture. Investigation measured the device temperature which was 41.7 degrees and that is within tolerance. Device passed all functional and electrical tests. According to the investigation, the problem source of the reported problem is design (crack found in return tube).

Event description:
Information was received indicating that water was not circulating to a smiths medical level 1® h-1200 fast flow fluid warmer. The high temperature alarm was observed to occur during preventative maintenance and not in use with a patient. There were no reported adverse effects.